Event description:
The customer received questionable glucose hk generation 3 (glucose) and total protein generation 3 (total protein) results for one patient's cerebrospinal fluid (csf) collected via a spinal tap. The initial glucose result was 4 mg/dl with a data flag and the initial total protein result was 7.7 mg/dl with a data flag. These results were reported outside the laboratory. On (B)(6) 2012, the patient's physician contacted the laboratory to challenge these results and requested that the csf sample be retested. The csf sample was retested on the original analyzer with a glucose result of 80 mg/dl with a data flag and a total protein result of 129.5 mg/dl with a data flag. The sample was also repeated on cobas c501 analyzer, serial number (B)(4), with a glucose result of 80 mg/dl with a data flag and a total protein result of 134.1 mg/dl with a data flag. The repeat results were believed to be correct and a corrected report was issued with a glucose result of 80 mg/dl and a total protein result of 129.5 mg/dl. The patient was not adversely affected. The glucose reagent lot number was 66178601 with an expiration date of 08/31/2013. The total protein reagent lot number was 66451001 with an expiration date of 09/30/2013. The field service representative could not find a cause. He checked the flow rate and mechanical adjustments. He recommended the customer use rack inserts when using 13 mm tubes to prevent the tubes from leaning on either side of the rack which could cause issues when the sample probe goes to aspirate the samples. To verify the analyzer operation, he successfully performed mechanical checks and precision check. The precision check was within range.

Manufacturer narrative:
The investigation could not determine a specific root cause. Based on the customer's observation that the sample showed "a slightly pinkish color", the issue was most likely caused by a pre-analytic issue such as clot formation in the sample, followed by aspiration of the clot with partial blockage of the sample probe.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.